Event description:
The initial reporter stated that the pump "did not stop after food was done pumping". Mmd did follow up with the initial reporter who stated that the administration set had not been altered and that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [(B)(4)].

Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump operated as expected. Mmd could not replicate or confirm the reported complaint. This report is being filed because there are indications that the event occurred while the device was in use by a pediatric patient (under 18) and per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.